Event description:
Dexcom g7 15 day cgm repeatedly reported inaccurate readings. The calibration function fails to update the correct blood sugar readings. This could lead to catastrophic issues. This problem occurred with my last 3 sensors. This report captures g7 15 day #3. Device code: 1535, 2890. Patient code: 4582. Reference reports mw5190208, mw5190209.